Event description:
It was reported that the device was used during a lobectomy. It was reported that the device was empty when it was fired. Another device was used to complete the case. There was no consequence to the patient.